Event description:
It was reported that a spectrum pump had a failed downstream occlusion during testing at the biomedical service department. The downstream pressure limit was set to medium and the occlusion occurred at 25.7 pounds per square inch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream sensor readings. The downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.